Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user was unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to log in. The field service engineer (fse) found the station at the basic input and output system password screen. The fse opened the drawer and confirmed that the cable was connected to the hard drive. After removing the all-in-one unit, the fse discovered that the cable was not fully inserted on the docking board side. The cable was reseated, and the unit was powered on, successfully booting up without any issues. The system functioned as intended after the field service engineer repaired the device.